Event description:
The home patient (hp) reported that the cassette leaked at the connection. Product surveillance contacted the hp on (B)(6) 2010 and she stated that she doesn't really know the specific details of the reported problem of the cassette leak. There was no report of injury or medical intervention. Product surveillance contacted the hp on (B)(6) 2010 and the hp stated that everything is going well and did not report any injury or medical intervention. Product surveillance contacted the peritoneal dialysis (pd) nurse on (B)(6) 2010 and the pd rn stated that the hp hadn't reported anything else to her and is resuming therapy as usual. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). No sample was available. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure.